Manufacturer narrative:
The suspect medical devices have not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical devices are returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a follow-up appointment after a successfully completed therapeutic transurethral resection of the prostate (turp) procedure, it was found that the patient had developed a severe meatal stenosis. He suffered from pain when urinating and a burning sensation in the urethra. A follow-up procedure to perform a urethral plastic surgery is planned. There were no reports of any device malfunctions during the initial procedure.

Manufacturer narrative:
The suspect medical device and the concomitant medical products were returned to the manufacturer for evaluation/investigation. The evaluation/investigation did not reveal any malfunctions of the hf-generator or the concomitant medical products but found all items to be functioning correctly. The generator¿s error log was reviewed, which contained 24 entries, which, however, are all unrelated to the reported phenomenon. The patient¿s burns can only have been caused by leakage currents that penetrated the tissue away from the intended circuit, instead flowing through some alternate path. This may happen, for example, if a non-conducting lubricant is used, or if the patient is not positioned and thus not insulated correctly during the procedure. Therefore, this event/incident was attributed to use error. Also, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot or serial numbers of all devices involved without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.